Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source displayed an error e102 during a diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm. It displays error e102.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: overheating due to a non-olympus lamp. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this error is displayed when the unit begins to overheat. The unit is overheating due to a non-olympus lamp. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.